Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (most of the letter is illegible). The patient provided their weight at the time of the event. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported by patient that they were not using the device anymore. It stopped working and they think it never worked. Patient was not seeing any doctor for their device however its still implanted. No further complications were reported or anticipated.